Event description:
Duringa pci treatment procedure, the maverick2 monorail balloon ruptured at 12 atms on the first inflation. The patient ws asymptomatic during this event. The lesion being treated was a calcified, 100% stenotic lesion in a tortuous left circumflex coronary artery. The maverick2 monorail balloon was removed and the procedure was completed successfully. No patient injuries or complications were reported. Patient status is reported as "good".